Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty advancing appears to be related to operational context; however, a conclusive cause for the reported balloon rupture could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.0 x 12mm nc trek balloon met resistance with the anatomy during advancement but was able to reach the lesion. Then once inflated the balloon ruptured at 18 atmospheres. An unspecified balloon was used to complete the procedure. There was no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.